Manufacturer narrative:
Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited moderate burn on detritus. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probably root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that there was a decrease in vaporization at 5:58 minutes and 52,867 joules of use. The fiber was emitting energy at a decreased level and therefore no longer vaporizing efficiently. The procedure was completed using a second fiber. Pt outcome: "okay".